Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil protruding through to the tubal peritoneum/on the right side, the essure coil was visible protruding through the muscle wall of fallopian tube') and device expulsion ('the cornual part of the uterus exposing the essure coil') in an adult female patient who had essure (batch no. 62345) inserted for female sterilisation. The patient's medical history included pelvic pain female. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral essure coils.). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. The reporter commented: first device: trailing coils in uterus: 3. Second device: trailing coils in uterus: 8. Discrepancy noted in date of insertion (B)(6) 2017(as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: fallopian tube perforation, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case category upgraded to serious incident. Event 'injury nos' was updated by 'essure coil protruding through to the tubal peritoneum, the right side, the essure coil was visible protruding through the muscle wall of the fallopian tube'. Event 'the cornual part of the uterus exposing the essure coil'. Lot number, removal date, medical history, patient's aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('essure coil protruding through to the tubal peritoneum/on the right side, the essure coil was visible protruding through the muscle wall of fallopian tube') and device expulsion ('the cornual part of the uterus exposing the essure coil'). In an adult female patient who had essure (batch no. 62345-invalid), inserted for female sterilisation. The patient's medical history included: pelvic pain female. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. The reporter commented: first device: trailing coils in uterus: 3, second device: trailing coils in uterus: 8. Discrepancy noted, in date of insertion: (B)(6) 2017(as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: fallopian tube perforation, device expulsion. Lot number#: (62345) is invalid . Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.